Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering observed a hole approximately 0.03 in diameter on tip cover wall. Two cut openings approximately 0.18 and 0.07 in length were also found on the tip cover wall. Slight burn mark was found along the edge of the hole wall. No other damage was found.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the surgical staff observed arcing coming from the monopolar curved scissors (mcs) instrument with a mcs tip cover accessory installed. The instrument and tip cover accessory were removed and replaced and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported. The hospital also reported that during visual inspection of the tip cover accessory, a small hole was observed.